Manufacturer narrative:
No alarm was noted for memory error. The insulin pump passed the self test. The insulin pump alarmed for a reset error after a battery change due to a voltage leak. The insulin pump had minor scratches on the display window.

Event description:
Customer reported receiving several error alarms on the insulin pump multiple times. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.